Manufacturer narrative:
Device passed the displacement test, rewind test, basic occlusion test, prime test, excessive no delivery test, self test, a21 error test and the dat test at 0.08700 inches. All operating currents are within specification. Off no power alarm functions properly. The no delivery alarm functions properly during the basic occlusion test and occlusion test. No unexpected no delivery alarm or rewind anomaly noted. The motor functions properly during testing. No drive/motor anomaly or unexpected motor noise noted during testing. Device was monitored for 3 day. No charge/battery anomaly, unexpected off no power alarm or unexpected low battery alarm noted. No missing segments/partial display anomaly noted during testing. Device alarmed motor error during occlusion test due to faulty fsr (gold).the motor was tested outside of the device and passed. Device had minor scratched display window, scratched reservoir tube window and cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump had scratches on screen it affect ability to read the screen and receive motor error alarm. The customer also reported battery life was diminished, unexplained no delivery alarm. The insulin pump will not be returned for analysis.